Event description:
Complainant reported while unloading a patient from the ambulance, the right wheel went past the lip of the door. The patient then shifted their weight in the same direction allowing the stretcher to further tilt in that direction. The stretcher then lowered to the ground unexpectedly, landing on its side. The patient complained of right shoulder pain. No details were provided pertaining to the patient injury or medical intervention sought.

Manufacturer narrative:
A visual and functional evaluation was conducted on the subject cot and the reported issue was not able to be duplicated. No malfunctions were observed and the cot was operating according to specification. The IFU for the product provides sufficient instructions on maintaining control of the cot while unloading a patient. The complainant has not provided any further details regarding the alleged patient injury or medical intervention sought.

Event description:
Complainant reported while unloading a patient from the ambulance the right wheel went past the lip of the door. The patient then shifted their weight in the same direction allowing the stretcher to further tilt in that direction. The stretcher then lowered to the ground unexpectedly, landing on its side. The patient complained of right shoulder pain. No details were provided pertaining to the patient injury or medical intervention sought.